Manufacturer narrative:
A1 - a4 : patient information not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient suffered from an untreatable, spontaneous intracranial bleeding (icb) and passed away. There were no changes in anticoagulation that contributed. The left ventricular assist device (lvad), international normalised ratio (inr), and hemodynamics were stable and operated as expected. There were no device issues mentioned and the outcome was not considered to be device or therapy related. No autopsy was performed, and the device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.